Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal suspension feature intermittently did not suspend insulin despite the customer's blood glucose (bg) level decreasing to 60-63 (mg/dl). Recommendation was made to upload the pump data logs for a log review to be performed by tandem technical support. Although requested, the customer did not respond to follow-up attempts made.